Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized and treated with an unspecified drug infusion for the event. At the time of this report, the patient was not recovered and was still hospitalized for the event. Action taken with pd therapy was unknown. No additional information was provided as the reporter declined follow-up.